Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitoring report displayed out of range lead impedance. The caller was advised that the out of range impedance are due to the network suspecting a polarity switch to bipolar from the programmer session (leads are dedicated uni-polar). The caller was also advised that the quick look impedance are not accurate but the patient¿s next transmission should show true impedance. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.